Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead showed crosstalk atrial signals on the left ventricular (lv) channel. In addition, this signal led to pacing inhibition. Boston scientific technical services (ts) discussed possible lead migration thus, suggested to have lead evaluation and potentially obtain a chest xray to confirm lead location. The lead remains in service. No adverse patient effects reported.